Manufacturer narrative:
.

Event description:
An hcp reported via psr that as per the pump's log, multiple motor stall and motor stall recoveries occurred from (B)(6) 2015. The event logs provided had captured the following: (B)(6).

Manufacturer narrative:
Concomitant product(s): product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4) .

Event description:
A healthcare provider reported via psr (product surveillance registry) that the patient was receiving compounded baclofen, dilaudid, and bupivacaine via their implanted intrathecal pump. The lot number of compounded baclofen was unknown. The indication for use regarding the pump was non-malignant pain. Per the pump's log, the following mediations were administered at a simple continuous dose rate as of (B)(6) 2015: baclofen (concentration: 200 mcg/ml, dose rate: 150.04 mcg/day), dilaudid (concentration: 4.0 mg/ml, dose rate: 3.0007 mg/day ), and bupivacaine (concentration: 20.0 mg/ml, dose rate: 15.004 mg/day). Also per the log, the total maximum daily dose was as follows: baclofen - 236.93 mcg/day, dilaudid - 4.7387 mg/day, and bupivacaine - 23.693 mg/day. The patient had contacted the on-call hcp reporting loss of pain relief on (B)(6) 2015 and inability to activate their personal therapy manager (ptm) device. A 4 digit ptm error code message occurred on (B)(6) 2015; the specific ptm code was unknown / not documented. The event resulted in an unscheduled clinic / office visit the following day and interrogation of the device revealed a motor stall. Device interrogation on (B)(6) 2015 revealed multiple motor stalls on (B)(6) 2015, each with a motor stall recovery. The programming date from the most recent refill prior to the event occurred on (B)(6) 2015. The pump and catheter were explanted/replaced on (B)(6) 2015. The event resolved without sequelae as of (B)(6) 2015. The event was considered by the hcp to be related to the device / therapy and not related to the implant procedure. The pump and catheter was returned to the manufacturer.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿pump motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor ¿ gear train anomaly ¿ stall due to shaft/bearing¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.